Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from an hcp. Per caller, the radiologist said there was a lead wire left behind, per scanned image.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reason for call was patient reported that they just had their implant and leads explanted this year and was wondering what to do with the equipment. Agent reviewed donation/disposal process with the patient. Patient shared they would donate the equipment back to their doctor who explanted the device. An email was sent to device registration to update the patient's device information. Patient also reported that they had a letter from the manufacturer asking about the disposition of the implant. Agent reviewed with the patient that they would document the questions and answers on their behalf. 1. What was your weight at the time of the pain from electrodes? Answer: cause that was right when it was put in, it caused pain and that was back in 2017. I'll give my most current weight because it got more painful as it stayed in. 181. 2. Please circle the disposition of the implant from the following options: (returned to manufacturer for analysis, discarded, refute/return, remain in patient, stolen, unknown) answer: unknown. I would have to find out from the clinic. 3. Please circle the disposition of the lead from the following options: (returned to manufacturer for analysis, discarded, refute/return, remain in patient, stolen, unknown) answer: unknown. Agent documented information provided.

Manufacturer narrative:
B5: additional information has been received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the there was no leads left behind and the summit orthopedic radiology also stating the same that there are no additional metallic density implants and there are no issues.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since the day after patient got the implant it has not helped them and has been hurting them more. Patient had two surgeries this year and it was causing them more pain and bothering their ribs. Patient mentioned that they had 2 surgeries for si joint and a fusion and it aggravates the si joints. Patient said they had their eighth rib pulled away from their spine a couple times and they have loose ligaments; the rib pulled away from their spine due to a work injury and not due to complications with medtronic device. Patient has pain in their ace rib area that wraps around and if they lean forward it pulls on the leads. Pt was no longer using because no mattery the setting or on or off it caused pain. Pt noted they still kept the ins charged but wanted to know if they could have it turned completely turned off until they get it removed. Agent reviewed equipment and warned about a possible MRI; pt said they will keep it charged then and mentioned they had a surgery this year and tore something in their knee so they needed a MRI. Additional information was received from the patient (pt). The pt reported that ever since implant they have had left thoracic and rib pain that has increased, causing muscle spasms when leaning upper body forward. The implant always caused rib pain, but is causing increase pain in the area of their recent [unrelated] si joint fusion. Pt had to turn the device off because of the pain. Pt has been reprogrammed in the past, and is only able to utilize 2 out of the 16 contact points on the implant because use of the other points caused too much pain. Pt reported they need to have the device removed, and has an appointment with their healthcare provider (hcp) to discuss having it removed. The permanent implant did not give the pain relief that the trial did. Additional information was received. It was reported the ins would be removed on (B)(6) 2024. It was reported the manufacturer r epresentatives (rep) were only able to activate 2 of the 16 electrodes located on the ends of the 2 implanted ins leads because when any of the other 14 electrodes were activated it resulted in causing pain in various areas of the patient's body below the sites of the electrodes. The patient stated ever since the ins was implanted, only 2 electrodes had been able to be utilized due to the pain caused by the activation of any of the other 14 electrodes on the 2 ins. The intercostal nerve pain that had been occurring since the ins was first permanently implanted had become worse over the past 7 years. Now the intercostal nerve pain became so intensely painful that it incapacitated the patient by the end of each day even with the ins turned off. The patient noted sometimes it hurt to take a breath. The patient considered having the device removed after 4 months of being implanted but changed their mind due to being told it would be scarred in and may leave them in worse pain if it were removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that they had their ins explanted and requested a return label so they can donate their controller and recharger. Tss reviewed information and sent an email to repair to request a return label. Upon further review, tss would also like to add that pt said that their internal system caused a lot of pain in their thoracic area of their spine and since having the system explanted, they are no longer in pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.